Event description:
The pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver 100 ml/hr. The pump delivered 600ml over 2.5 hours. Following the event the pt vomitted. There was no illness, injury or medical intervention resulting from the event. One pt involved.